Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-23828. It was reported that the patient presented for a procedure to replace a left ventricular (lv) lead that had been observed to have dislodged in (B)(6) 2018. An intervention was delayed at the time due to patient non compliance and no symptoms. Due to increased heart failure symptoms a decision was made to replace the lv lead. During the procedure, the atrial set screw grommet on the implantable cardioverter defibrillator (ICD) was found loose in the pocket. The cause of the loose or dislodged grommet was unknown, though the physician suggested it may have been pulled loose when the generator was pulled from the pocket. The chronic device and leads were removed successfully and replaced. The procedure was completed without incident. There were no patient consequences.